Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-05672. It was reported that the customer received as call from the patient at 0715 on (B)(6) 2021 with reports of the controller alarming. The alarm started as a yellow wrench with no display and then it turned into a hazard broken red heart with no green circle. During both alarms, an appropriate audible tone was heard, however, the display screen was not working. The patient reported having showered and not having had the bag appropriated closed. The system controller was wet. At that time patient was emergently brought into the hospital. Upon arrival, it was verified pump was off via auscultation and echo. Given the estimated amount of time the pump was off (90 min) the team decided not to attempt to restart vad due to the risk of the potential to throw clots. The pump stop caused unstable hemodynamics and the patient was medically managed. The patient was in the cardiothoracic intensive care unit (cticu) on pressors and intubated. The patient had a poor prognosis and will not be receiving a pump exchange. The plan of care was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of the system controller alarming and no visual display was able to be confirmed. The heartmate ii system controller (serial number: (B)(6) ) was returned for analysis. The system controller underwent preliminary testing (rev. G) and did not pass. The controller was connected to a mock loop and the controller continuously alarmed and there was no display on the controller. Upon further investigation, the controller underwent insulation testing and the white power cable did not pass. The controller was opened in order to do continuity and extensive corrosion was found on the backside of the controller case, on the printed circuit board (pcb) and on one of the piezo buzzers. The controller did not pass continuity testing and the power cables were cut open to inspect the condition of the wires. Extensive fluid ingress was found in both power cables. The root cause of the reported event was conclusively determined to be caused by fluid ingress. Incidental findings: damaged power cable. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 11oct2017. No further information was provided. The manufacturer is closing the file on this event.